Event description:
It was initially reported by the nurse that the handheld would no longer hold a charge. She stated that they plug the handheld and it works but once it is unplugged the handheld dies very quickly. She stated that it has been happening since a while. New handheld was shipped to the site. Good faith attempts to obtain the old handheld for analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.